Event description:
It was reported that there was a primary audible alarm bgnd error. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that a primary audible alarm bgnd error. The complaint confirmed by checking the alarm history. It is verified that the error is found in the alarm history. There was no 12-month service history during the review. The visual and functional testing was performed. The probable root cause was the faulty speaker and was repaired by replacing the speaker. After replacing the parts, the pump passed all the testing and is fully operational.